Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device had a cracked luer during patient use, resulting in a leak. The device had been infusing an unknown patient with 5-fluorouracil and saline for one day when it was observed that the luer was cracked and the solution was leaking from the device. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a cracked luer was confirmed. The root cause was determined to be over-torque of the connector. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.